Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the down arrow button on the insulin pump. The down arrow button was not working. The insulin pump also had a scratch on the screen. The customer's blood glucose level was 157 mg/dl. Her insulin pump was exposed to moisture. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No moisture damage was found on electronic or motor assemblies. The insulin pump was received with all buttons responding properly. No keypad anomalies noted during testing. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window.